Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this system, no pacing therapy was delivered on the left ventricular (lv) channel with the first lv lead that was an attempted implant. A replacement lead was successfully implanted without further incident. No adverse patient effects were reported.